Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than three months. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made to follow-up with the customer. No response from the customer was received.